Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he was priming his pump when the alarm occurred. Customer also received a motor position encoder error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime a33 test and displacement test. However, unit received stuck in the motor error loop during bolus basal delivery. Unable to confirmed e70 error alarm due to erased history file caused by several a47 alarms in the history file a47 alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.